Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03dec2018. A follow-up report will be submitted once the investigation is completed.

Event description:
Philips field service engineer (fse) reported the unit will not turn on. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. The philips field service engineer replaced the power supply, sensor board, main board, and man-machine interface board. The unit was ready for clinical use. The parts were returned for failure investigation at philips. The parts were tested and no failures were identified.